Event description:
It was reported that patient is experiencing an increase in seizures. It is noted that the seizures are more often and in clusters now that often come in the patient's sleep. The patient's seizures are also noted to be more delayed now. No additional or relevant information has been received to date.

Event description:
Information was received from the nurse practitioner that the cause of the increase in seizures was due to external factors (not vns) and medications were changed as intervention. She also notes that previous visit notes don't indicate an increase in seizures. Per the np, the cause of the lack of efficacy is due to therapeutic levels not being reached. She notes the patient may benefit from an increased duty cycle. No further relevant information has been received to date.